Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery ophthalmic console exhibited poor laser output from laser indirect ophthalmoscope. Procedure was completed and there was no report of patient harm.

Manufacturer narrative:
The company service representative, examined the system. And replicated the reported event to resolve the issue. The nonconforming laser indirect ophthalmoscope (lio) cable was replaced. The system was then tested and met all product specifications. Specific product identifiers (lot number, batch number, and/or serial number) were not provided. And could not be determined at this time. However, all device history records are reviewed, prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to a nonconforming laser indirect ophthalmoscope (lio) cable. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).